Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2015 with the following findings: there were pump reboot events observed in the pump's black box to support power loss. A test battery cap tightened securely onto the pump and was able to maintain an electrical connection. There was a crack along the battery compartment from the case seal to the bumper pad. No damage was found to the power circuit. The pump was exercised for 24 hours without any reboots or power interruptions. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.